Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt received a pump exchange due to infection. No further information was provided.